Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain while pumping the device. The patient's tissue was compromised, and swelling was noted. The ipp was explanted and replaced with a tactra penile prosthesis device. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain while pumping the device. The patient's tissue was compromised, and swelling was noted. The ipp was explanted and replaced with a tactra penile prosthesis device. There were no additional patient complications.